Event description:
It was reported that during a mitral valve replacement procedure, the catheter could not be inserted into the introducer supplied with the catheter. Another catheter was then tried and also could not be inserted. An introducer from a sinus catheter kit, which is larger, was obtained and used with another vent catheter in the case. There was no adverse patient consequences as a result.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatch reports being submitted. The same patient is represented in each medwatch. See 2210968-2008-00175 for the other medwatch.